Event description:
The customer reported a intermittent false fetal hear rate (hr) of around 80 bpm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.